Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the weld inside ECG electrode d was open, creating an intermittent connection. The intermittent connection could not be ruled out as a potential contributing factor to the gong alarms and inability to baseline. The root cause of the open weld is a manufacturing error which was investigated under an existing internal corrective action. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a baseline recording could not be obtained during an initial patient fitting due to gong alarms.